Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including clear passage and pressure testing; which a blockage was observed inside the drip chamber and the check valve. The reported problem was verified. The cause of the condition was due to incorrect assembly of components during manual assembly on the operation of solvent application. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Device manufacturer address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. This issue occurred during setup and preparation. There was no patient involvement. No additional information is available.